Event description:
A nurse in (B)(6) reported an external blood leak from the venous sample port was observed within the first few minutes of starting treatment. The date of this event is unknown therefore the date in date of event is an estimated date.